Event description:
Consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test on (B)(6) 2021. Consumer stated that they were having "major symptoms" which prompted the consumer to go to the hospital (date unknown) and had confirmatory testing (platform unknown) which generated a positive result. No further information was provided regarding current health status and outcome.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.